Manufacturer narrative:
The pump was received with case cracked behind pump near battery compartment, cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
The customer reported that the insulin pump was damaged and exposed to moisture. The customer¿s blood glucose was 158 mg/dl. The customer stated that the insulin pump was cracked on the side at the bottom. The customer reported that insulin pump quit working. The troubleshooting was performed for damage and fluid exposure. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.